Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e140 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e140 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and system error. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
The customer called to report a drive tube leak/break and a system error #130 alarm. The customer stated that after 900 ml of whole blood processed, the drive tube broke and there was a leak. The customer reported that a system error #130 alarm occurred after the drive tube leak/break. The customer stated that the treatment was aborted with no return of blood/products to the patient. The customer reported that the patient was in good condition and was not impacted by the incident. The customer stated that there was no need for any medical intervention. The kit was not returned for investigation.